Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that intermittent minimum fill notifications occurred after filling a cartridge with 300 units of insulin. Reportedly, customer reloaded the cartridge successfully. Additionally, the insulin gauge was intermittently inaccurate. Customer's blood glucose reached 284 mg/dl. Customer continued to use the pump for insulin therapy.